Event description:
The patient was undergoing a re-do coronary bypass grafting times 4 and a mitral valve replacement. The anterior leaflet was resected and initially replaced with a 27-mm carpentier-edwards bovine pericardial prothesis. Following completion of the operation, transesophageal echocardiogram revealed central 2+ mitral regurgitation with a 20-mm gradient across the valve. Because of concern of leaflet restriction by suture, the patient was returned to cardiopulmonary bypass. An exploration of the valve was equivocal as to the reason for the malfunction of the valve. The valve was therefore resected and replaced.